Event description:
The customer reported that the unit was giving error codes messages of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. Customer reported there was no patient involvement.